Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D6a: if implanted, give date: unknown / not provided. D10: concomitant medical product: iunihg, certain gold-tite hexed screw, lot: unknown. Iunihg, certain gold-tite hexed screw, lot: unknown. Bopt5411, t3® tapered implant 5/4 x 11.5mm, lot: 2021071230. H4: device manufacturer date: unknown / not provided. H6: event problem codes: patient code: 1932, 1994. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported loosening of screw and prosthetic at tooth sites 15 and 16, what resulted in a massive inflammation and bone loss. Doctor also indicated infection and edema. Implants remain implanted. Patient referred pain. Patient has been rescheduled for new prosthesis and screws. Screws placement date (B)(6) 2023 and removal date: (B)(6) 2026. This report refers to one of the bone loss and infection events.